Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported an infant had a replogle to suction placed. Since insertion, there was no output and increased abdominal distention. A decision was made to remove the tube and replace it. The holes at the bottom of the suction catheter that was removed appeared to be small. After the new tube was inserted and placed to suction, the infant had increased output and the abdominal distention reduced. There was no harm to the patient.